Event description:
A coupling problem was reported, the patient was having trouble getting good coupling; only gets two bars. The antenna locate gets 58-64. The implantable neurostimulator (ins) may be tilted. The patient had an appointment on 05/11/2015, x-rays were taken and the device was not flipped. No troubleshooting, intervention or other actions were taken. The patient was receiving effective therapy, however, its taking very long to recharge. Ten days later the patient was still having coupling issues. The patient met with their doctor and was unable to get any bars. The ins is tilted in the pocket. The company representative was going to send another recharger to the doctor office to try. Additional information was received on may 26th 2015 indicating that the patient would be picking up the recharger on may 27th 2015 to try it out. On may 28th 2015 it was noted that the patient did pick up the recharger and was able to get 2 bars versus zero bars with the new recharger but only when they were lying on their stomach. The patient had been referred to revise the battery pocket; the battery pocket revision was scheduled for june 24th 2015. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had a pocket revision on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).